Manufacturer narrative:
The hospital discarded the lead so it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this lv lead, the guidewire became stuck in the lead's lumen. As a result, this lv lead was extracted and a new lead was successfully implanted. No additional adverse patient effects were reported.